Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the nurse call connector was found to be physically damaged. No repairs were performed. The device was scrapped.